Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced a low glucose event after a sensor change and warmup period. Post warmup, the system began delivering automated corrections for elevated blood glucose. The patient perceived the corrections as aggressive. This was followed by low blood glucose of 40 mg/dl. Symptoms include hypoglycemia without reports of any adverse events or need for emergency care. Outcomes included self-treatment with oral glucose and recovery with no hospitalization, continued device use with education on use and monitoring. Investigation included troubleshooting and education with the user. Investigation of this case revealed no confirmed device malfunction and the cause remained unclear. It was concluded that the event was consistent with hypoglycemia with undetermined root cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.